Manufacturer narrative:
Although this report is for a watchman delivery system, we are notifying you of the field action for product advisory on the watchman access systems since these two components are used together in left atrial appendage closure procedures. With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60270 batch # 0038069939. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include arrhythmia (cardiac arrest, st segment elevation, bradycardia), and death (resuscitation). Risk review: a risk review was completed and confirmed that the events of arrhythmia (cardiac arrest, st segment elevation, bradycardia), and death were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that the patient died. The patient underwent a concomitant pulse field ablation (pfa) and a left atrial appendage (laa) closure procedure. The physician gained venous access and proceeded with the concomitant procedure. The ablation procedure was successfully completed without issues. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. 14 hours post procedure the patient became bradycardic and had st segment elevation. The patient went into cardiac arrest and was found unresponsive on the floor of their hospital room. Cardiopulmonary resuscitation and shocks were given to the patient, but they did not recover from this event and the patient died. Autopsy showed no issue with the closure device; it was still in place at the ostium and there was no perforation seen.

Manufacturer narrative:
Although this report is for a watchman delivery system, we are notifying you of the field action for product advisory on the watchman access systems since these two components are used together in left atrial appendage closure procedures.

Event description:
It was reported that the patient died. The patient underwent a concomitant pulse field ablation (pfa) and a left atrial appendage (laa) closure procedure. The physician gained venous access and proceeded with the concomitant procedure. The ablation procedure was successfully completed without issues. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. 14 hours post procedure the patient became bradycardic and had st segment elevation. The patient went into cardiac arrest and was found unresponsive on the floor of their hospital room. Cardiopulmonary resuscitation and shocks were given to the patient, but they did not recover from this event and the patient died. Autopsy showed no issue with the closure device; it was still in place at the ostium and there was no perforation seen.